Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
(B)(6) to be confirmed. As per problem statement: after investigation, the installation failure was due to forgetting to remove the pin. This is not a matter of medical device vigilance. Following my colleague (B)(6) call yesterday, we noticed that the batch numbers entered in the order were inverted and are using this letter to clarify them for you. Lot c2300708: (B)(6). Lot c2293520: installed on patient.

Event description:
Supplemental report is being submitted due to the completion of the investigation on 23-oct-2025.

Manufacturer narrative:
Device evaluation: use error complaints are considered foreseen misuse. It is unknown how the device will perform outside of instructions for use and/or labelling requirements. The user has not complied with the requirements of the IFU and/label. Trending will monitor if any future investigation is required. The evo-fc-r-20-25-12-e device of lot number c2300708 involved in this complaint was not returned for evaluation. With the information provided, a document-based investigation was conducted. Manufacturing records review: prior to distribution all devices are subjected to a visual inspection and functional inspection to ensure device integrity. Based on the information available to date, there is no evidence to suggest that there are any manufacturing issues associated with lot number c2300708 . A review of the manufacturing records did not reveal any discrepancies that could have contributed to this complaint issue. Instructions for use and/label review: it should be noted that the instructions for use (ifu0067) states the following: ¿when stent point of no return has been passed, pull and remove the safety wire completely out of the delivery handle near the wire guide port to allow full stent deployment¿¿. There is evidence to suggest that the customer did not follow the instructions for use. Image review: an image was not returned for evaluation. Root cause analysis: a definitive root cause was established. The user has not complied with the requirements of the IFU/label. It is known from the available information that the customer did not remove the safety wire when required. The installation failure was due to forgetting to remove the safety wire. Confirmation of complaint: the complaint is confirmed based on customer and/or rep testimony. Corrective action / correction: complaints of this nature will continue to be monitored for similar events.